Event description:
During implant, the helix was unable to extend on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the helix fully extended and clogged with blood/tissue. The measured full helix extension length was within specification. Diagnostic imaging examination found the inner coil inside the connector region over torqued, consistent with procedural damage. After cleaning, the helix could be retracted and extended from the inner coil. Electrical testing did not find any indication of conductor fractures. Shorts were observed due to explant damage to the inner coil. Visual and diagnostic imaging analysis did not find any anomalies with the exception of those occurring at the time of the procedure. The reported event of helix extension difficulty was not confirmed.